Event description:
A pt was admitted to ambulatory surgery center for a hernia, and a knee operation on a thursday (date has not been provided). The following event occurred after removal of wires from the pt's knee. Pt was readmitted with a fever and complaints of pressure in the knee. The pt experienced kidney failure, and died on a sunday (date not provided). Pt was diagnosed as having a flesh eating disease. Serial number, date of the event, and other info has been requested, but ambulatory surgery center has not released this info. Co's product has not been positively linked to this event. This report is submitted because co does not have conclusive evidence that one of the co's sterilizers was involved with this event. Rptr has four joslyn sterilizers.